Event description:
The account alleged the bed exit will not set on the bed. No pt impact.

Manufacturer narrative:
The tech asked the account to check if the bed was zeroed with the pt on it. No further information is available on the repair of the bed at this time.